Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was a problem with accuracy - low (volume, temp, pressure). There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found for accuracy - low (volume, temp, pressure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. Device history review: a review of the device history record showed the device had a manufacture date of 01/15/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 14285043 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that there was a problem with accuracy - low (volume, temp, pressure). There was no patient involvement.